Manufacturer narrative:
The field service representative (fsr) did not find any issues with the central control monitor (ccm). She determined that the batteries needed to be replaced. She replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'you have exceeded two year service life of your batteries' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the heart lung machine was used on (B)(6) 2020 and there was no indication of the battery life exceeded. The next time the system was used was on (B)(6) 2020 and the user is notified the battery life is exceeded. There was no indication of a date jump that may have caused this to occur. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.